Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During a remote follow-up, episodes of noise were observed on the right ventricular (rv) lead. Due to patient condition the physician elected to reprogram the device to resolve the event. A month later, another episode of noise was observed on the rv lead. The rv lead was explanted. The patient was stable.